Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. Replaced the hard drive to resolve the issue. Repaired device was returned to the customer.

Manufacturer narrative:
Requested the device to be returned for failure investigation.

Event description:
(B)(4).